Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd vacutainer® plus plastic sst tube. Gold bd hemogard¿ closure didn't draw blood and the gate of the tube was damaged. Found before use. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure modes for underfill and cracked tube with the incident lot were observed. Additionally, evaluation of the customer sample was performed and cracked tube and underfill were observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and sample, the customer¿s indicated failure modes for underfill and cracked tube with the incident lot were observed. Root cause description: in review of this complaint, the crack in the tube appears to be molding related. The tube was not detected during molding/assembly and was inadvertently packed out as good production. The crack in the tube caused the tube not to fill properly. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.